Event description:
It was reported that the implantable cardioverter defibrillator exhibited missing electrograms (egms) for non-sustained ventricular tachycardia. Intervention was discussed but not performed. There were no patient consequences.

Manufacturer narrative:
The reported event of missing egm¿s was confirmed. Review of the data provided indicated the cause of the event was due to the programmed settings. This analysis shows that the device firmware was functioning correctly according to the requirements.